Event description:
A caller reported a malfunction on the pump, specifically displaying malfunction code malf 13, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to replace the pump and provided instructions on backup insulin therapy using mdi. The caller was informed about the replacement pump's updated software, the training available in their tandem source account, and the process for returning the faulty pump. The caller acknowledged and understood all instructions provided.